Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syinge barrel / flange was damaged. The following information was provided by the initial reporter: material #unknown. Lot #unknown. Verbatim: complaint via email. Email(s) attached. Describe the event or problem: during an ivc [inferior venca cava] filter placement, dr. Went to do an injection and at that time a 20cc syringe broke into shards in his hard. It punctured his glove. This happens often. No harm to patient. What was the original intended procedure? Ivc filter placement. What problem did the user have? Device failed (e.g. Broke, couldn't get it to work or stopped working) . Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. Additional information provided: "no injury reported to me.".